Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes, returned to manufacturer on 12/6/2018. Device returned to manufacturer: yes. Device evaluation: product returned but revealed that two lenses were received without identifiers. One of the lens was with the haptic detached and appear to be unused and the other has viscoelastic residues and a haptic bent. No damages were observed in the optic zones. Nevertheless, the complaint was not verified in neither of the two lenses. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non- conformance reports (nc) associated with the production order were found. A search of complaints related to production order was performed. The search revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e, 20.5 diopter intraocular lens (iol) was damaged when pulled out of the package. There was no patient contact. No other information was provided.